Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing sound quality issues and poor performance with use of the device. Programming changes were made; however, this did not resolve the issue. Revision surgery will be scheduled.

Manufacturer narrative:
(B)(4). The device passed both the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical and mechanical tests performed. The device passed the tests performed. This is the final report.